Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose levels ranged between 152-190mg/dl. Multiple supply changes were performed to address the occlusion alarms and the occlusion alarms continued. A system check was performed and the pump performed as intended. The customer declined to remove their infusion set cannula to inspect for any damage. A follow up call to ensure the issue was resolved was declined by the customer.